Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report (e2001023). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2001023 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. Product evaluation: the device with the lens was returned in the blister tray. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced into the nozzle and contacting the optic at the trailing optic edge. The leading haptic is extended. The trailing haptic is extended back along the left side of the plunger. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. There have been two other complaints reported in the lot. Viscoelastic was not provided; it is unknown if the qualified product was used. The root cause for the complaint cannot be determined. The lens was not in an acceptable position for advancement. The trailing haptic is misfolded, extended along the left side of the plunger. The root cause cannot be determined for the misfolded haptic. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds (ophthalmic viscosurgical devices) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that the "loading" of a preloaded lens failed. Additional information was requested but none has been received to date.